Event description:
It was reported that there was a patient underwent a total shoulder replacement. During surgery, surgeon noted that a tendonous tear of the junction of the supraspinatus and subscapularis tendons existed. Surgeon performed a repair using anchors. Post-op rehabilitation proceeded without incident. However, several months following primary surgery, patient complained of increasing pain, swelling and instability of shoulder joint. Surgeon performed a shoulder arthroscopy, to discover full thickness tears of both of the afore mentioned tendons. Discussed with the patient, where a decision was made to convert the surgery to a reverse shoulder replacement. During surgery today, both humeral and glenoid components were removed, as per the recommended surgical technique. The surgeon has no explanation as to why the patient's rotator cuff tendons deteriorated in such a short period of time, rendering the prosthetic joint unstable, other than his belief that microscopic poly debris may have set up an inflammatory local response that inhibited the tendon tear to heal. All components discarded.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.